Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a zelantedvt thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. There was fluid present in the boot when received. There was no damage or irregularities to the device. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the ¿check saline supply¿ error was displayed and the device would not prime. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported the patient experienced complications during the procedure. The physician placed an unspecified multi side hole infusion catheter in the external and common iliac veins and the inferior vena cava (ivc), for pharmacological thrombolysis for 24 hours. The physician then attempted to use an angiojet zelante dvt catheter to perform pharmacomechanical thrombolysis. The power pulse function was not initiated as it did not operate despite the appearance of normal catheter registration. During thrombectomy treatment which lasted approximately 7.5 minutes, the patient experienced shaking chills, sudden hypotension followed by hypertension and decreased levels of consciousness. All of which responded to discontinuation of the catheter use and supportive therapy. No further patient complications were noted and the patient was stable post procedure.

Manufacturer narrative:
Include (B)(4).

Event description:
It was reported the patient experienced complications during the procedure. The physician placed an unspecified multi side hole infusion catheter in the external and common iliac veins and the inferior vena cava (ivc), for pharmacological thrombolysis for 24 hours. The physician then attempted to use an angiojet zelante dvt catheter to perform pharmacomechanical thrombolysis. The power pulse function was not initiated as it did not operate despite the appearance of normal catheter registration. During thrombectomy treatment which lasted approximately 7.5 minutes, the patient experienced shaking chills, sudden hypotension followed by hypertension and decreased levels of consciousness. All of which responded to discontinuation of the catheter use and supportive therapy. No further patient complications were noted and the patient was stable post procedure.